Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-05625. It was reported the patient experienced a fall which resulted in ineffective stimulation. It was noted that the patient did not want to meet with a company representative to evaluate the system. As result, system was explanted.